Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as " the silver insert in the pinhole was dislodged when the jig was removed. The silver insert was wasted but the jig is being returned. There was no time added to the surgery."

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned device revealed, one of the metal bushings was dislodged and missing. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation, found no evidence suspecting an error in the manufacturing or material, that would be a contributing factor in the reported allegation(s), where the product and lot code was provided. A manufacturing records evaluation (mre) was not performed. Added: d4 (lot).